Event description:
It has been reported to philips that the monitor display is scratched.

Manufacturer narrative:
Correction serial number (B)(6) and product UDI (B)(4); to serial number (B)(6); and product UDI (B)(4).